Event description:
The facility contact reports: a pt had a device in place and developed a red streak up the arm which required treatment with po antibiotics. The sample was discarded and a lot number was not available. The facility contact could not provide any other add'l info. The facility protocol is to cleanse the site with betadine and then alcohol prior to insertion of a device.